Manufacturer narrative:
The device was returned to olympus for inspection. The reported issue of the brush being stuck inside the scope was confirmed. Based on the results of the investigation, it was difficult to determine the cause of the occurrence from the information obtained, but since the forceps channel was confirmed to be damaged, it is inferred that the treatment tool was caught in the damaged part and could not be inserted and removed smoothly. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during inspection for use, it was identified that a brush was stuck inside the fiberscope. There was no report of patient involvement.